Manufacturer narrative:
Internal complaint reference: case (B)(4). Veringa, v., friedl, w., badulescu, o. V., tudor, r., radu, v., bodescu, a., ... & sirbu, p. D. (2021, november). Modular rotating-hinge prosthesis in severe haemophilic valgus knee osteoarthritis. Case presentation. In 2021 international conference on e-health and bioengineering (ehb) (pp. 1-4). Ieee. Doi: 10.1109/ehb52898.2021.9657701.

Event description:
It was reported that on literature review "modular rotating-hinge prosthesis in severe haemophilic valgus knee osteoarthritis. Case presentation", in the first 10 days after tka with rt-plus modular, the patient had soft tissue lesions around the surgical approach with blisters and limited skin necrosis. The injury healed under sterile dressing, elastic bandage and cryotherapy, therefore patient´s outcome is recovered. No further information is available.

Manufacturer narrative:
Additional info in: d, g, h results of investigation: in the literature article of veringa et al. 2021 [1], it was reported that, in the first 10 days after a total knee arthroplasty with rt-plus modular, the patient had soft tissue lesions around the surgical approach with blisters and limited skin necrosis. The injury healed under sterile dressing, elastic bandage and cryotherapy, therefore patient´s outcome is recovered. The part and the batch number of this device are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. A complaint history review was conducted and the current complaint is in line with the post market surveillance report. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.24 ed. 03/21. None of any prior escalation actions are related to the reported issue. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. Based on the provided medical information, a thorough conclusion cannot be done due to limited information. Based on our investigations, the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1]: veringa, vlad & friedl, wilhelm & badulescu, oana & tudor, razvan & radu, valentin & bodescu, adrian & gheorghe, sofron & sirbu, paul-dan. (2021). Modular rotating-hinge prosthesis in severe haemophilic valgus knee osteoarthritis. Case presentation. 1-4. 10.1109/ehb52898.2021.9657701.